Event description:
It was reported that, at the patient¿s refill, a motor stall was seen with recovery taking place seven minutes later. The reporter was unsure if the patient had an MRI at the time of the stall. The drug used in the device system was unknown. Additional information had been requested.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).